Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was reprogrammed and remains in use. The physician noted that there has been no further record of twos but plans on reprogramming the lead again if twos is reported in the future.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) resulting in a low pacing rate. The lead remains in use. No patient complications have been reported as a result of this event.